Event description:
It was reported that during a novasure procedure on (B)(6) 2024, during the ablation everything was doing well, the physician received an error message and repositioned the device and ablated and completed the ablation without issues. But the patient then started complaining of severe pain and had to be hospitalized. Control hysteroscopy was unremarkable. In a follow up email the physician reported that the patient was feeling better than the day before and did not know what could have caused the pain. No other information is available.

Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. We are currently unable to establish a relationship between the device and the issue reported. H3: the device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.